Event description:
Customer reported falsely elevated patient blood lead test results with leadcare ii to their inside sales representative (isr). Customer reported an elevated leadcare ii patient blood lead test result of 6.1 ug/dl with a corresponding venous confirmatory test result of 1.6 ug/dl. Customer reported collection procedure is unknown as they are not present when samples are collected. Technical services (ts) requested the blood lead test kit lot number, leadcare ii analyzer serial number, latest level 1 and level 2 control results, and a list of elevated leadcare ii results with corresponding confirmatory testing reports. Ts requested to schedule a call with the customer to discuss patient sample collection procedure. Ts attempted to contact the customer on (B)(6) 2026. Ts left a voicemail and requested a call back. Ts attempted to contact the customer on (B)(6) 2026. Ts spoke with an office representative who reported the leadcare ii end user was not available. Ts requested the end user call back to discuss the reported issues. Ts also messaged customer requesting a call back.